Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient present with pain in their lower right limb, and stenosis in the right leg was seen on imaging. Abi (ankle-brachial index) test results were 0.75 on the right and 1.05 on the left. Another manufacturer¿s stent was placed at the stenosis site. Since then the patient has followed a clinical course without any issues. Their abi improved significantly to 1.05 on the right and 1.02 on the left. Although the patient has complained of numbness, their clinical course has presented no issues. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.